Event description:
Boston scientific received information stating: rising rv threshold. Threshold was; 5.5v @ 1.0msec - bipolar 4.5v @1.0msec - unipolar outputs changed to maximum. Log noted on stored egm's as ventricular tachycardia detections. No ventricular systole noted. Outputs programmed to max in bipolar - as per requested by physician. Pt booked for lead replacement. Av delay extended to maximum to reduce pacing requirements. Hospital: (B)(6) hospital , lead implant date (B)(6) 2002. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).